Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding caller through process, and after reset, error did not recur. Caller successfully initiated sensor session afterward.